Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was seeing the implantable neurostimulator (ins) icon in the box on the patient programmer (pp). It was noted that the patient was unable to avoid the message. The rep was able to read the ins with the 8840 clinician programmer with no problems and troubleshooting (changed pp batteries) resolved the issue. This issue occurred on the day of the report. The rep later reported on 2016-aug-12 that the cause of the error message was unknown and he did not know if the patient tried to stop the antenna locator (al) feature by hitting the "x" button. The rep clarified that no error code was noticed, it was just the ins icon in the box screen. There were no reports of medical or therapy issues and no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.